Manufacturer narrative:
Follow-up # 1 device evaluation - the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been further evaluated by lifescan product analysis with the following findings: the meter was found to display an "apply sample message" due to a mechanical fault that is related to user handling. The investigation also concluded that the subject meter powered off during use due to a power source issue; however, no product malfunction was identified. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the meter began before 7am on (B)(6) 2016. The patient manages her diabetes with medications including novalog and levemir insulins and "prisoride". She claimed that 24 hours after the start of the alleged issue, she developed symptoms of "weak, light-headedness and shakiness". She reported that during a doctor's office visit at 10am on (B)(6) 2016, a healthcare professional obtained a blood glucose result on the doctor/clinic meter; however, the result was not provided. No other medical treatment or intervention was specified. As a result of the alleged issue, the patient reported that she increased her medication on (B)(6) 2016 but she was unable to recall the exact dose. She then reported blood glucose results at 7am on (B)(6) of "137 mg/dl", "120 mg/dl" and "110 mg/dl", respectively. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The cca also noted that the issue occurred after removing/replacing the battery. The cca walked the patient through resolving the issue and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged meter issue began.